Event description:
Incident reported as: the patient had a femoral/popliteal surgical procedure in 2008, and returned to surgery the following month, for infected graft. The patient underwent removal and replacement of graft. The institution uses weck brand ligating clips but doesn't known what size or what lot# was used. The institution said their stock involved many of the catalog numbers and lot# involved in recall.

Manufacturer narrative:
Additional information. No sample was sent for investigation. Evaluation: catalog number and lot number unknown. Conclusions: the root cause was found in the packaging process. Corrective action - a recall of the product was initiated.